Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the heartstring iii did not deploy correctly. It was reported that it may have already been triggered. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).